Event description:
It was reported that prior to biopsy procedure, it was observed that the sample chamber was exposed. There was no patient involvement.

Manufacturer narrative:
(B)(4). Malformed clip the analysis results found that the device was returned with one malformed clip inside the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired and the clips came out of the jaws crossed. Another device was used to complete the case with no patient consequence.